Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted: the photo depicts the underside of the trocar looking at the circular seal. The center of the seal is cut. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cholecystectomy procedure, the orbital membrane breaks when the clipper is introduced that lead to co2 leaked from cavity. When the cavity co2 is flooded, the doctor request other cannulas and have to begin to insufflate the patient again that exceeds or time more than 30 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cholecystectomy procedure, the orbital membrane breaks when the clipper is introduced that lead to co2 leaked from cavity. The membrane that is calculated by means of neoprene is interrupted automatically to introduce the clipping machine of the head of the trocar channel. The cannula comes off and is in pieces. When the cavity co2 is flooded, the doctor request other cannulas and have to begin to insufflate the patient again that exceeds or time more than 30 minutes.